Event description:
It was reported that the patient received an inappropriate therapy due to fracture on the right ventricular (rv) lead. It was noted there was high impedance. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated a lead impedance out of range alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Confirmed unexpected shock on (B)(6) 2014. Beginning on (B)(6)-2014, sensing integrity counts up to 671 along with vf episodes with evidence of lead noise oversensing. Rv pacing lead impedance measured 16382 ohms on (B)(6)-2014. Rv pacing lead impedance warning occurred on (B)(6)-2014 for lead impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.